Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the battery met all requirements for release. Controller log files were not available for analysis. Failure analysis of the returned battery revealed that the led indicators were not illuminating properly when the gas gauge button was pressed. Functional testing also revealed that the battery was able to properly charge, as indicated by the yellow "status" light emitting diode (led) status indicator on the test battery charger; however, the gas gauge led indicators on the battery were dimmed and did not properly display the battery capacity when connected to the test battery charger. Supplemental testing revealed contamination on the connector (j2) between the gas gauge and printed circuit board (pcb). After the display was replaced, the battery worked as indented. Additionally, the battery was able to discharge as expected. As a result, the reported "battery unable to charge or hold charge" event could not be confirmed. However, the observed inoperable gas gauge display likely contributed to the reported event. The most likely root cause of the reported event can be attributed to contamination of the pins on the connection between the printed circuit board and gas gauge display. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited an inability to charge or hold a charge. When the battery was connected to the battery charger, the battery charger status indicator light would flicker and then turn off. The battery was exchanged. No patient complications have been reported as a result of this event.